Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder cuff repair procedure using a footprint ultra, the anchor was found to be fractured during the knocking. The broken pieces were removed from the patient using tweezers. The procedure was finished with a non-significant delay using a smith and nephew back up device. It was necessary to drill a new hole to complete the procedure. No further complications were reported.

Manufacturer narrative:
H10: h2: h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found labelling confirming the part number of the device. The device has been deployed, and the anchor is fractured. There is debris on the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor is fractured. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. Since no further harm is anticipated no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.